Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that customer experienced high blood glucose level of 400 mg/dl. Customer declined to troubleshoot for high readings. Customer also declined to give the number on insulin pump error when we did to troubleshoot. The insulin pump will be returned for analysis.